Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported infection could not be conclusively determined through this evaluation. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. The rotor, bearings, and other blood-contacting surfaces were viewed under a microscope. No anomalies were noted. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The heartmate ii lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate ii lvas. The IFU, as well as the heartmate ii lvas patient handbook, provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 1 year, 7 months. Investigation results will be provided in a subsequent submission.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was moved up on the transplant list due to infection and underwent transplant on (B)(6) 2019.